Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/03/2016 with the following findings:evaluation revealed that the pump was returned with the bolus button cover torn. Investigators were unable to verify responsiveness due to cs69. During investigation of the returned pump, cs69 alarm occurred at power up. The pump was unable to recover from cs69. The cs69 failure is defined as language file corruption while retrieving the language text. The cs69 failure was written as cs87 failure in black box. The error is resident to flash chip (u39). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a torn bolus button. This report is made based on results of investigation completed on 05/03/2016.